Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly keypad button damage was identified for eight large volume pump modules and channel error was identified for two large volume pump modules, therefore, the keypad doors will be replaced. There was no reported patient involvement.

Event description:
It was reported that allegedly keypad button damage was identified for eight large volume pump modules and channel error was identified for two large volume pump modules, therefore, the keypad doors will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer¿s report that that allegedly keypad button damage was identified, therefore, the keypad doors will be replaced. Keypad button damage was not confirmed due to no display screens/boards being received for evaluation. Inspection: external inspection was performed on the printec (qty 6 p/n tc10010213) lvp door assemblies with keypad date code 18/02 (feb 2018). The keypads were observed to be in good condition with no irregularities observed. During internal inspection within each of the assembly¿s front and back doors covers, signs of contamination along the keypad cable traces and fiber optic lamps was observed on 3 of the 6 assemblies. Test method information: n/a ¿ no test method is available for this issue. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the door assembly with keypad was provided for investigation.